Event description:
A report was received that the patient had uncomfortable location of the ipg. The patient underwent a revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
.